Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2007, it was reported to boston scientific corporation that a procedure using a prolieve thermodilitation kit to treat benign prostatic hyperplasia (bph) occurred. According to the complainant, approximately thirty five minutes into the procedure, the water level was too low and did not change after attempts to add water to the heat exchanger cartridge. A determination was made that the compression balloon had ruptured and some blood was noted in the clear tubing. The case was aborted and the physician was satisfied with the patient's treatment. There were no complications and the patient's condition was reported as "fine."